Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms for 3 days. Reportedly, customer would changed their pump supplies multiple times, but contact stated that this did not resolve the issues. Contact stated that the customer was currently in the hospital and believed that the altitude alarms caused the customer's hospitalization; however, the contact did not provide additional details regarding the events. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.